Manufacturer narrative:
The device was investigated at the manufacturer. The complaint was duplicated. The root cause of the heat was a damaged spindle housing and rotor rub. The spindle housing and rotor were replaced and the device was returned to the customer.

Event description:
It was reported that the customer was testing the handpiece and it started heating up. There was no pt involvement and no adverse consequences reported.